Manufacturer narrative:
Patient identifier - requested, information yet to be received. Age & date of birth - requested, information yet to be received. Sex - requested, information yet to be received. Weight - requested, information yet to be received. Ethnicity - requested, information yet to be received. Race - requested, information yet to be received. Date of event: unknown. Product code - unknown. Lot number - unknown. Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown product code/lot number combination. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that when closing a vessel with an angio-seal vip device, the bleeding did not stop after deployment. Bleeding was managed by manual pressure with no harm to the patient. The doctor reported that the anchor was left in the delivery shaft.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Additional information was received on (B)(6) 2018. The user facility reported they tried to implant the device, but the anchor opened under the skin not in vessel. There was no harm to the patient. There was no clinical consequences.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical device history, pullout has been known to be caused by user error, kinks in the carrier tube assembly, and obstructions to the anchor posting to the distal tip of the hemostatic sheath. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.